Manufacturer narrative:
(B)(4). A review of all batch record documents for h11h06056 and h11h04010 was performed with no issues noted during the manufacturing process. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A trend review was conducted and similar reports have been received for the reported problem of peritonitis. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 5 of 6 and the hp had 3 bags connected and there was solution in the heater bag. The hp and the bag did not disconnect. There were no leaks and they reviewed the alarm. They cleared the alarm and the hp would complete therapy with manual supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(6) 2011 in regards to a system error (se) 2240/2367 alarm. She did not notice anything unusual with any of the previous supplies. The next morning when she went to begin the hp's therapy the machine alarmed low battery and the machine was swapped. Baxter contacted the home patient's nurse on (B)(6) 2011 in regards to a system error (se) 2240/2367 alarm and the mention of the patient's hospitalization. She was not aware of the se 2240/2367 alarm and would follow up with the patient the next time she sees him. She said his hospitalization was not related to his peritoneal dialysis therapy and she did not know the reason for the hospitalization. Additional information received on (B)(6) 2011; facility was contacted and the peritoneal dialysis (pd) nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011 and admitted to the hospital on the same day. The cause of the peritonitis is unknown. At the time of the report the patient had not recovered and was still receiving treatment in the hospital for the peritonitis. Therapy was ongoing. The pd nurse declined to give additional information regarding this case of peritonitis. No further information was given at this time.